Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and the associated causes have been identified. Bsn in no longer manufactures or distributes charger 1.0 devices. This is the final report.

Event description:
A report was received that a patient was burned multiple times by his charger 1.0. The burns were located over the implant area and were about 3-4 inches in diameter. Symptoms included redness, pain, and blistering. The patient did not seek any medical treatment and the burns have since healed.